Event description:
A copy of a journal article was rec'd by shiley which reported endocarditis of a bjork-shiley aortic heart valve. According to the english translation of the article, the pt was admitted to the hospital for treatment of angina pectoris and extended dyspnea. According to the article, acute myocardial infarction and valvular dysfunction were ruled out and the initial diagnosis was noted as "acute cardiac insufficiency of uncertain genesis". Staphylococci were found in the blood cultures and the pt was diagnosed with septic endocarditis. According to the journal article, antibiotic therapy corrected the cardiac symptoms. The journal article indicated that during hospitalization, the pt's oral anticoagulation was changed to therapeutic administration of unfractionated heparin. After seven days of heparinization, a 50% decrease in the platelet count was noted. The heparin treatment was stopped, oral anticoagulant administration was restarted, and the pt's platelet count normalized. The pt survived and was discharged.